Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, 30-degree endoscope image rotated 180 degrees. Customer received phone assistance from technical support engineer (tse). Tse had customer remove the endoscope, press instrument clutch button twice to cancel the guide tool change (gtc), and then reinstall the endoscope, which resolved the issue. The system was working normally. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.